Event description:
It was reported that a small volume intermate had a white floating particles. This was identified after the device was compounded with an unspecific amount of ceftazamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured march 25, 2015 to march 27, 2015. A visual inspection on the unit noted white particulate matter, approximately 2.34 mm in length, in the fluid of the reservoir. The reported condition was verified. Fourier transform infrared spectroscopy identified the particle as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.